Event description:
Event description boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) heard beeping coming from their device. It was discovered that the device reached elective replacement indicator (eri) with a charge time (CT) of 25 seconds, and a battery voltage of 2.71. The physician performed a manual capacitor reform and the device went to end of life (eol). The device was explanted, successfully replaced and returned to boston scientific for analysis.